Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that there were missing pieces of plastic on the battery cap and reservoir compartment of the insulin pump. Customer stated that the pump was dropped or bumped in the past but not recently. Customer stated that when she was attempting to change the reservoir this morning, the pump was powering off. Customer stated that she can scroll through the menus but she cannot deliver insulin or rewind the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.